Manufacturer narrative:
Visual analysis of the omni indicates that the tip is still attached to the device. The hub was found to be fractured which would cause the jaws not to open or close properly. The fracture site is under the heat shrink which covers the shaft of the device. The device was returned very dirty, heavy deposits of coagulum covered the distal end of the jaw. Upon removal of the heat shrink around the fracture site, coagulum and other material fell off the device. When the device was cleaned and the two halves of the hub were placed back together, could not confirm that all the parts were accounted for. A small chip was missing from the edge of the hub. Fractures such as these have been attributed to the device being exposed to forces beyond its design intent. We will continue to monitor the data base for further occurrences.

Event description:
During a surgical procedure the omni broke inside the patient, no pieces fell off the device, the piece that broke is still attached to the device. A new device was opened to finish the case. No patient harm was reported.